Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, and patient information.

Event description:
It was reported that the ipg is inoperable and surgical intervention is anticipated at a future date. No further information is available at this time.